Event description:
Received info stating patient experienced high bg's. No patient harm reported.

Manufacturer narrative:
T : slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.